Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the placement of the clip during the ligation of a vessel on a laparoscopic cholecystectomy, the clip did not fully close the vessel and the clip fell from the vessel and was retrieved by a grasper. The bleeding was controlled and the surgeon dissected a bit more of the vessel and placed clips from both sides of the vessel. Everything worked properly with a new applier.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received fully applied with no remaining clips. Visual inspection noted that the collar under the shaft cover was bent. The jaws were misaligned. Three properly formed clips were attached to the tyvek lid. The instrument was engaged in the end of firing safety interlock. Note; the information for use states that if firing a clip over another clip or other obstructions may result in bleeding and/or leakage and may damage the instrument jaws. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the instrument is applied over an obstruction causing the jaws to misalign and damaging the component allowing the clips to eject from the device jaws unformed or malformed. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.